Event description:
On (B)(6) 2015 surgeon implanted an xb ck-7 with (B)(6) present. During implantation the surgeon had quite a bit if difficulty getting the ck-7 in to his satisfaction. The patient's skin did not have any sterile protection film in place so there was quite a bit of contact between the ck-7 and the patient's skin during the procedure. On the (B)(6) 2015 the operating room nurse in on the case communicated that the ck-7 was explanted two days after the initial surgery due to an infected seroma near the ck-7. The xb ck-7 was confirmed sterile through review of lot history records.